Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 2/12/2018. The analysis has begun, but is not complete at this time. When the investigation analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with an unknown mentor saline prosthesis and experienced deflation post procedure. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 225cc saline implants was performed on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) of lot number 5926115 was reviewed on 4/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/13/2018 the lot number and product code of the impacted product was able to be retrieved through the failure analysis investigation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female underwent primary breast augmentation with a 350cc mentor smooth round moderate profile saline prosthesis. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 225cc saline implants was performed on (B)(6) 2018. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the posterior view extending to the anterior. A rent measuring approximately 0.9 cm was discovered within the crease on the posterior view. Three additional rents were discovered also on the posterior view; rent b measuring 2.6 cm, rent c measuring 1.0 cm and rent d measuring approximately 0.5 cm. The microscopic examination of the edges of the four rents gave no indication as to their cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rents and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since four rents were found on the device. Nonetheless, a microscopic examination of the edges of the rents was performed and it did not provide conclusive evidence of what could be the root cause. The device history record (DHR) of lot number 5926115 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).